Event description:
It was reported, while in use on a patient, that this 980 ventilator's gui (graphical user interface) went black, stopped delivering breaths, did not alarm, and displayed the error message "bd (breath delivery) replace ventilator". The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without injury.

Manufacturer narrative:
Device evaluation summary: it was reported, while in use on a patient, that this 980 ventilator's gui (graphical user interface) went black, stopped delivering breaths, did not alarm, and displayed the error message "bd (breath delivery) replace ventilator". Review of the ventilatory memory logs showed that the ventilator entered into buv (backup ventilation), and there was no evidence that the audible alarm was not initiated. The device was available for evaluation. The medtronic field service engineer (fse) inspected the ventilator and could not duplicate the reported issue of black gui, and found no evidence to loss of ventilation or to no audible alarms. However sp found the unit had entered backup ventilation at time of event from the memory and replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return correction to initial report (due to part return) section h6 evaluation code conclusion - remove d02 and add d15 component code - remove g02005 and add g07001. H3 device evaluation summary: updated due to part return it was reported, while in use on a patient, that this 980 ventilator's gui (graphical user interface) went black, stopped delivering breaths, did not alarm, and displayed the error message "bd (breath delivery) replace ventilator". Review of the ventilatory memory logs showed that the ventilator entered into buv (backup ventilation), and there was no evidence that the audible alarm was not initiated. The device was available for evaluation. The medtronic field service engineer (fse) inspected the ventilator and could not duplicate the reported issue of black gui, and found no evidence to loss of ventilation or to no audible alarms. However sp found the unit had entered backup ventilation at time of event from the memory and replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One ifm pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced component did resolve the issue in the field however, the returned component (ifm pcba) was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.